Manufacturer narrative:
Root cause was most likely a clot in front of the ca2+ sensor. Abl90 is not able to detect a problem like this. R&d do continues improvements and they are also looking at optimization of the clot detection. For now the customer has to use the instrument as is. If the customer uses gel-tubes they have to consider if they could use another tube without gel.

Event description:
According to the complaint, on (B)(6) 2017, a customer received a ca result of 0,90 mmol/l from a sample on an abl90 flex analyzer. The customer measured the same sample using another abl90 analyzer and got a ca result of 1,16 mmol/l. The analyzer calibration and qc was ok (green) and no error messages appeared. After the customer changed the sensor cassette the analyzer ca-results are ok.